Event description:
Additional information received reported that it seemed like the patient made a bad move. The nurse discovered the broken cable during treatment.

Event description:
It was reported there was replacement of the electrode following an accidental break. They accidentally cut one of the cables. The electrode was replaced and the event was considered resolved. Additional information has been requested on what caused the lead break. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).